Manufacturer narrative:
Reporting was required because the device is only sold ous but is similar to the m00570530 that is sold in the us (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary stent was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the stent was implanted to treat and dilate a benign stricture due to severe acalculous cholangitis in the upper end of the main bile duct. There were no issues reported during stent implantation. On (B)(6) 2014, during a planned removal, the physician could not remove the stent. Another wallflex fully covered biliary stent was implanted within the first stent to facilitate removal. The patient was sent to another facility for stent removal on an unknown date. Reportedly, the stents were able to be removed.